Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) exhibited an output rate issue. Programming changes were performed. The patient was in stable condition.

Event description:
New information noted the atrial leadless pacemaker (lp) was explanted. The patient condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of a pacing problem was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer helix and noted that the inner helix was stretched out of specification. The inner helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of pacing problem.